Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with neurological symptoms on (B)(6) 2015. The patient presented with hemiparesis of the left side and was unable to move the left upper and the left lower extremity. Positive dysarthria and facial droop was found. The CT scan results indicated an intraparenchymal hemorrhage stroke centered in the right frontal lobe. Care was withdrawn and the patient expired.

Manufacturer narrative:
Device evaluation a specific cause for the reported hemorrhagic stroke and a correlation to the device could not be conclusively determined. No autopsy was performed and the pump was not explanted. No product was available for investigation. The instructions for use lists stroke as a potential adverse event associate with the use of the heartmate ii lvas. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.